Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that threshold suspends alerts are received at night and the sensors did not last the full six days. Customer indicated that her blood glucose levels are high but did not indicate the level. Customer called to document this incident only and declined troubleshooting. No further information was given.